Event description:
The customer reported to olympus that the hd autoclavable camera head had the image not appearing with no visible damage. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿¿¿s allegation was confirmed. The evaluation found the following reportable issues: the no image was a result of a bad charged coupled device. Other issues found were: the water leak test failed due to a tiny pin hole on a cable and the serial plate was faded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to charged coupled device (ccd) failure. The cause of the charged coupled device (ccd) failure is likely due to internal flooding from the cable pinhole. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.